Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: 7324785. Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing syncope, fainting, and loss of consciousness. The patient underwent trial procedure wherein the patient was sedated with local anesthesia. The patient was doing well.